Event description:
It was reported that during a laparoscopic anterior resection, the knife moved all the way but when it returned to home position, a breaking sound was heard, and the knife stopped moving back at the 2nd firing on the rectum(diverticulum). The knife reverse switch and the manual override lever did not function. The procedure was converted to a semi-open, additional 12mm port was needed, and another device was used to cut the target tissue on the anus side to remove the device from the patient. It was found that the deployed staples at the tip of the staple line remaining in the removed tissue were malformed. The diverticulum was thick, so the target tissue was compressed for a minute before the firing and after the knife moved all the way. No bleeding was observed. The patient is a male. He is hospitalized. No further information is available.

Manufacturer narrative:
(B)(4). Batch # u5f398. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the jaws and closure trigger in the closed position with an unknown trocar in the shaft of the device and the anvil bent upwards. In addition, the knife was noted partially advanced. A battery pack was installed on the actual complaint device. The manual override door was noted to be out of position; the override lever was exposed. The override lever was not moved to forward but it was installed under the bailout door again. After loading a test battery and activating the switch, the motor in the device was activated, and the knife returned to its home position, the handle and jaws were fully opened. A gst45t reload loaded on the device. The reload was received fully fired and scratch marks were found on the cartridge deck. During the visual inspection, a piece of metal of about 4 mm came out from the jaw after fully opened. The metal piece was examined for visual inspection and it was considered to be the e-beam part at the tip of the knife. In addition, slight nicks were noted on the knife. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. However, it was confirmed that the device could be worked in advancing and returning the knife by the lockout position. The event reported was confirmed and it is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the patient have pre-op radiation or chemotherapy? =>no further information is available. Where was the suture line reinforcement applied on the lung? =>the rectum. Did surgeon believe the tissue was easily compressed to 2.2 mm? =>no further information is available. Any unusual noise heard during the firing process? =>no further information is available. Was there any damage to device visually seen? =>no further information is available. What step were used to open the device? =>another device was used to cut the tissue to remove the device from the patient. How many forward and back cycles of the override lever were made? =>no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 2/2/2022. Additional information: the device was sent to (B)(6) for additional evaluation. Upon arrival in (B)(6) lab, a CT images was performed, and a severely de-cambered and damaged anvil was noted. The de-cambered and broken anvil indicates that the instrument was exposed to higher than design intent tissue loading. Also, a broken knife wing was received along with the device. The broken knife wing indicates that the instrument was exposed to higher than design intent tissue loading. The reload was examined and there is no indication of any damage to the surface of the cartridge deck.